Event description:
It is reported that the pt is experiencing pain, x-rays show that the hinge pin is broken. Revision surgery is planned.

Manufacturer narrative:
This report will be amended when our investigation is complete.